Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increased impedance and thresholds were observed with the right ventricular (rv) lead. The clinic will continue to monitor, and the rv lead remains in use. No patient complications have been reported as a result of this event.